Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.00 diopter, into the patient's right eye (od) on (B)(6) 2015. On (B)(6) 2016, the lens was exchanged for a longer lens due to low vault. The problem was resolved. As of the date of MDR report submission, the lens has not been returned for evaluation.

Manufacturer narrative:
Additional data: device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the optic torn and the haptic broken. Corrected data: the diopter is -11.00, not -10.00 as previously stated. (B)(4).